Manufacturer narrative:
Five new list# ms930, smallbore ext sets were received and visually inspected. As received no damage or anomalies were identified. No mating devices were returned. The five samples were leak tested and no leakage was observed from any location on the returned sets. The reported complaint of leakage could not be confirmed. The device history for lot number 14045657 was reviewed and there were no non-conformances found that would have contributed to the reported complaint. Updated information in d9

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event involved a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv microclave®, clamp, rotating luer the reporter stated that after she attached the item to flush out, the IV was leaking from the end that she attached the syringe. The event happened during use on a patient. Saline was leaking at the time of the incident and blood flowed down towards the end when the syringe was attached. This issue occurred when flushing the IV ext set. There was no saline solution bag involved. There was patient involvement but no adverse events. The number of product issues occurred was twice.